Manufacturer narrative:
The reported events of failure to capture and r-wave amplitude variation were not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification.

Event description:
It was reported that during a cardiac resynchronization therapy pacemaker (crtp) procedure, failure to capture, high capture threshold and low r-wave sensing of left ventricle (lv) lead were noted. It was observed that the catheter and the lead were dislodged. After couple of unsuccessful attempts, the physician elected to not use the catheter and the lead and completed the procedure with a different catheter and lead. The patient condition was stable.